Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device showed no stored electrograms of high rate atrial and ventricular episodes. The device remains in use. No patient complications have been reported as a result of this event.